Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bottom drawer was locked. A field service engineer (fse) verified that the bottom drawer was intended to remain permanently unlocked as a supply drawer. The fse it was found that the bottom two matrix drawers were disconnected from the bus and latches were not secured. The latches for both drawers were zip-tied, and functionality was confirmed by opening and closing the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es bottom drawer was locked and unable to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.